Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injected a patient in the nasolabial folds with 1 syringe of juvéderm® ultra plus xc. Six days later, the patient reported vascular occlusion. The patient visited a plastic surgeon that day who dissolved the product with hyaluronidase. The symptoms fully resolved on an unspecified date.